Event description:
It was reported that the patient monitor presented with the following malfunction: "the screen freezes"; "the plots freeze on the screen". The device was reported to be in use on a patient, but no adverse event to patient or user was reported.